Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2018-00281 for nasal jejunal tube record.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A hospital nurse reported that during the peg and peg-j tube procedure, the patient was administered intravenous fluids and there was difficulty in leaving the end of the intestinal tube in the duodenum which caused the procedure to be longer than 50 minutes. The nurse reported that after the peg tube placement, the patient experienced a possible aspiration. The nurse stated that after the peg tube placement, the patient had reflex syncope when getting up to urinate and a fever (37.6). On (B)(6) 2018, a thoracic radiography revealed a pulmonary infiltrate and the patient had a pulmonary infection. The nurse reported that it was not known if the pulmonary infiltrate was due to the possible aspiration process during the naso-jejunal tube period, during the peg tube procedure, or prior. The patient was treated with intravenous imipenem antibiotic. On (B)(6) 2018, the reflex syncope resolved.